Manufacturer narrative:
The insulin pump powered up properly after battery installation. The operating currents of the insulin pump were within specification. No blank display anomaly noted. The insulin pump was received with corroded battery tube, minor scratches on liquid crystal display window, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 6.2 mmol/l. The caller changed the battery multiple times and noted that the device had been bumped or dropped. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.